Manufacturer narrative:
(B)(4). There was no reported product deficiency. Neurological deficit and thrombosis are listed in the product instruction for use as known potential adverse effects of the procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin embolic protection: emboshield nav 6 (22438-19, lot #0050351). The stent remains inside the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that one day after the implantation of the xact stent in the right internal carotid artery, the patient experienced neurological changes and changes in the left upper extremity. CT scan of the head was negative. Ultrasound showed a patent stent. The patient was diagnosed with a left cephalic vein thrombosis, but did not receive medical therapy other than physical therapy. The patient was discharged the day after the carotid procedure. The patient's condition has improved with physical therapy and home therapy. There was no additional information provided.